Event description:
Customer reported their freestyle freedom lite meter only turns on with button but not with test strip insertion. Customer also reported self-administered with extra dosage of insulin due to meter malfunction. Customer reported experiencing symptoms of dizziness and "out of it" and eating food and drinking juice to counteract her symptoms. In addition, customer reported that she lost consciousness and/or had a seizure. There was no report of third party medical intervention, death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: adc customer services made multiple attempts to contact customer for clarification.